Event description:
It was reported that a user experienced recurrent hyperglycemia and hypoglycemia while using the ilet bionic pancreas, associated with maladaptive use of the meal announcement feature. The reported use included multiple back-to-back meal announcements within short intervals and use of meal announcements as a correction method. Symptoms included episodes of high and low blood glucose. No alerts or alarms were reported, and no hospitalization occurred. An investigation was conducted, including review of device data and user reports, followed by troubleshooting and education regarding correct meal announcement practices and appropriate use of alternative therapy. The investigation identified user technique and usage patterns as contributory factors, with the device operating as designed. Based on previously established findings for similar reports, it was concluded that user error and use error were the most probable causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.